Manufacturer narrative:
(B)(4). Image review: the procedural images capture the lesions present in the lcx and lad. Although the account indicated that the previously deployed stent was deployed in the lcx it appears to be in the lad with a lesion visible on the distal side. There are no images capturing the movement of the stent off the delivery system balloon; therefore it cannot be determined if the stent was deformed and snagged on the lesion site during advancement and/or retraction through the previously deployed stent. The dislodged stent is visible on the procedural guidewire and numerous balloon inflations are performed to crush the stent against the vessel wall. Based on the image review and the information received from the account it is unknown what further treatment was performed on the lesion in the lad.

Event description:
It was reported that a physician was attempting to use a resolute onyx rx drug eluting stent to treat a mildly calcified and moderately tortuous proximal and distal left main and cx lesion exhibiting 80% stenosis. Abnormalities were reported with the angle between the left main and lcx being acute less than 90 degrees. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. No difficulty removing the protective sheath. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the device passed through a previously deployed stent and resistance was encountered when advancing the device. Inflation device remained on neutral pressure during delivery of the device. Three attempts were made unsuccessfully to place the stent and when the physician attempted to remove the device the stent dislodged in the proximal lcx in an area without significant stenosis after stenting. An attempt to snare the dislodged stent failed and a balloon was used to jail the dislodged stent to the vessel wall please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.